Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with bacteremia due to a staphylococcus infection that resulted from an unrelated procedure. An ultrasound was performed on (B)(6) 2022 and showed possible vegetation on the patient's right atrial lead. The lead was explanted on (B)(6) 2022. The patient was stable throughout.